Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a dislodged pad on an electrode prior to receipt, as well as a slice and exposed wires. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed a kinked electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.